Manufacturer narrative:
A device history record (DHR) review was performed. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2021-37860. It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.